Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via email no delivery alarm and low blood glucose. Customer's blood glucose level was 41 mg/dl. Customer treated their low blood glucose with glucose tablets. Customer advised they are not aware when the insulin pump turned off on them and advised they get themselves in trouble. Customer advised they have received no delivery alarms in the past. Customer advised their blood glucose went up to 57 mg/dl after they treated themselves.